Manufacturer narrative:
(B)(4). Evalaution summary:a visual inspection was performed and confirmed the condition. The unit had broken occlude feet. Leak testing performed, with no issues noted. A clear passage test was performed, with no issues noted. Clamp function test was performed, finding broken occlude feet. It was noted that there were whitish spots on the occluder leg that would indicate over-torquing. However, the cause could not be determined.

Event description:
It was reported that when opening a minicap transfer set for therapy, the transfer set over twisted and came off instead of locking in; there was no leak reported in this event. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of evaluation, or should additional relevant information become available.